Event description:
It was reported that the patient had multiple episodes of atrial tachycardia/atrial fibrillation (at/af) that appeared to be sinus rhythm. The atrial lead showed oversensing with double counting seen on the atrial channel. The lead impedance had been increasing for two weeks and was now measuring high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.